Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Multiple contacts with high impedances were confirmed. Troubleshooting performed included reprograming and obtaining x-ray imaging to confirm no lead migration a lead revision was completed.

Manufacturer narrative:
Both leads used were reported to be from the same lot numbers. Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) # section 6b. - explantation date section d9 - 9. Date returned to manufacturer, device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h11 - manufacturer narrative the leads and anchors were returned for analysis. As the 2 leads were unable to be distinguished, they were assigned and referenced as lead #1 and lead #2 throughout the analysis. Both leads had several cuts to the lead body and exposed conductor cables. Lead #1 was returned cut into two pieces; this damage likely occurred during the revision procedure. Lead functional testing was unable to be completed due to the condition of the returned leads. An image of impedance logs from the reported event was reviewed to confirm high impedance and electrode disconnections across both leads. The root cause of the reported event was unable to be definitively determined. The evoke scs system clinical manuals outlines impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." Although the information gathered from the event report did not report a migration, x-ray images from the reported event were reviewed and identified lead migration. Therefore, the returned anchors were analysed. Visual analysis identified minor damage to the middle eyelet on both anchors, which likely occurred during the revision procedure. Both devices passed functional testing. The cause of the lead migration remains unknown. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.